Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After transseptal puncture, a non-boston scientific guidewire was placed in the left atrium and the transseptal system was removed. A watchman access system (was) was positioned deep in the left atrium and a 27mm watchman flx laa closure device & delivery system (wds) were used. The guidewire was removed and the was was already within the laa. The was was pulled back into the left atrium and the pigtail catheter was inserted. An effusion sweep on transesophageal echo (tee) was performed noting no effusion. The was and pigtail catheter were positioned in the laa, but not at the back wall of the laa. A 27mm watchman device was deployed proximally and partially recaptured, then deployed again in the laa. An effusion sweep was performed on tee with no effusion noted. The device was partially recaptured and deployed two more times with the final device at the ostium. The device met the release criterion for release, but a small jet was seen on tee approximately halfway down the laa and into the transverse sinus. The cause of this jet was unknown. Another effusion sweep was performed and no effusion was seen. The device was released with no issues. One final effusion sweep was performed before removing the tee probe and no effusion was seen. Approximately 3 hours later, the patient was hypotensive. A transthoracic echo (tte) was performed noting an effusion of unknown size. A pericardiocentesis was performed and 250cc of blood was removed. A drain was placed and remained overnight. The patient was stable and is expected to recover fully. The patient was discharged.